Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had bradycardia, repeated fainting and palpitations due to their right ventricular (rv) lead due to pacing failure, oversensing, and sensing failure. Additionally, the lead had high impedance with a polarity switch, high thresholds, noise, intermittent and no capture, undersensing and a fracture. The patient was seen for a few follow-ups where the lead was reprogrammed and then later replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.